Event description:
Dealer replaced power leg motor actuator on newer power chair s/n (B)(4). (B)(6) sent email: at delivery of wheelchair, I activated the elrs to show the patient how they were used. The legs jerked and ground so hard that the actuator cover backed off the housing. Chair was returned to shop and contacted (B)(6). No injury is alleged.

Manufacturer narrative:
RMA 859643102 has been initiated for this issue. Model tdx-mcg serial number/date code (B)(4) is approximately 3 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-01058. No injury alleged. The device was about 3 months old at the time of the complaint. Dealer activated the elrs to show the patient how they were used. The legs jerked and ground so hard that the actuator cover backed off the housing. Chair was returned. Dealer replaced power leg motor actuator. Product was returned, a full evaluation was conducted on the unit. Actuator was received and connected to a 24vdc power source. Actuator did not function. Definite root cause could not be established. (B)(4) has been initiated for this issue. Model tdx-mcg serial number/date code (B)(4) is approximately 3 months old. The user manual part number 1143190rev k (mar-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer replaced power leg motor actuator on newer power chair s/n (B)(4). (B)(6) sent email: at delivery of wheelchair, I activated the elrs to show the patient how they were used. The legs jerked and ground so hard that the actuator cover backed off the housing. Chair was returned to shop and contacted (B)(4). No injury is alleged.